Event description:
It was reported that an asymptomatic patient presented to hospital for open heart surgery with post-paced t-wave oversensing on the ventricular lead. The device was reprogrammed and no further issues were reported.